Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2013. According to the complainant, the first and second bands were deployed, however, the suture appeared to be messy and not clear. When they attempted to deploy the third band, the fourth band released at the same time, as if the third and fourth band were stuck together. The physician removed the device, and was able to deploy the fifth band without an issue, when testing. There was no damage noted to the device, or device packaging prior to use. There was no difficulty noted, while setting-up the device. The physician was able to use another speedband superview super 7 device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
An examination of the device was performed. The handle was returned with the trip wire wound around the handle spool several times; the trip wire was not secured in the handle slot. The handle slot showed no deformation to indicate that the trip was previously secured in the handle slot. The handle was able to be rotated freely when turned. Two bands remained fully seated on the ligator. The ligator teeth were undamaged. The suture was cut, most likely by the user to allow the device to be removed from the scope. Based on the evaluation, it appears that the trip wire was not properly secured during the procedure, which then impacted the deployment activity of the bands. Therefore, the most probable root cause is ¿user / use error". A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2013. According to the complainant, the first and second bands were deployed, however, the suture appeared to be messy and not clear. When they attempted to deploy the third band, the fourth band released at the same time, as if the third and fourth band were stuck together. The physician removed the device, and was able to deploy the fifth band without an issue, when testing. There was no damage noted to the device, or device packaging prior to use. There was no difficulty noted, while setting-up the device. The physician was able to use another speedband superview super 7 device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.